Manufacturer narrative:
(B)(4):the keypad was intact without visible damage. All of the keypad buttons had intermittent response when pressed and required multiple presses with increasing force to evoke a response. None of the keypad buttons had normal spring back or click. The keypad was removed for investigation revealing contamination under the contacts of all buttons.

Event description:
On (B)(6) 2012, the reporter called animas alleging that for the past few months the up and down arrow and ok keypad buttons became intermittently unresponsive when pressed requiring harder presses to evoke a response. The patient is reported to keep the pump attached to a belt and cleans the pump by wiping it down with a tissue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.